Event description:
It was reported that there was a revision surgery that occurred on (B)(6) 2013 on painful hip. Pathology reported while in o.r. , no organisms were found, so doctor felt was not infected and proceeded with removal of head and liners from both the hips. New universal sleeves and universal bolo heads and liners were implanted. Left hip.

Event description:
It was reported that there was a revision surgery that occurred on (B)(6) 2013 on painful hip. Pathology reported while in or that no organisms found, so doctor felt was not infected and proceeded with removal of head and liners from both the hips. New universal sleeves and universal bolo heads and liners were implanted. Sticker sheets from both primary procedures and the revision are attached. Left hip

Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical cluster hole shell, cat# 502-11-52e, lot# 34694301. Accolade plus tmzf hip stem #2, cat# 6021-0230, lot# 36296702. V40 cocr lfit head 36mm/+5, cat# 6260-9-236, lot# mjrx01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information (including x-rays and medical records) was requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain leading to revision involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. A material analysis confirmed that the insert had signs of scratching. Insufficient medical records were received for review with a clinical consultant. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. While the reported event only stated that the patient experienced pain, it was determined through a material analysis that the femoral head had evidence of corrosion and the liner showed signs of scratching. The correlation between these findings and the reported pain remains unknown due to limited information. The exact cause of the event could not be determined because of a lack of information. Further information such as operative reports, progress notes, and x-rays are needed to complete the investigations for determining the root cause.